Event description:
It has been reported that device did not pass a self diagnostic check.

Manufacturer narrative:
(B)(4). Product eval pending. Reported as alert could not be cleared by operator. Date of manufacture: (B)(4) 2007.